Manufacturer narrative:
Concomitant continued: 419488 lead implanted: (B)(6) 2006.

Event description:
It was reported that there was far field r-wave (ffrw) on current electrocardiogram (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.